Event description:
Additional information: it was reported that right heart failure existed before implant and a device related issue did not contribute to right heart failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed based on the onsite evaluation of an abbott representative. Although this evaluation could not conclusively determine a specific cause for the low flows, the account stated that the alarms were caused by hypertension and hypovolemia. A direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. A low flow software upgrade was requested, and software version 1.7 was installed on the patient¿s primary and backup system controllers on (B)(6) 2023. This upgrade decreases the patient¿s low flow alarm threshold to 2.0 liters per minute. Log files, post software upgrade, were submitted which captured the device operating as expected at the fixed speed. No notable events or alarms were captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number, (B)(6). No further events have been reported at this time. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction, lists potential adverse events, including hypertension that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures,¿ warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 6, ¿patient care and management¿, lists hypovolemia as a potential late postimplant complication. Section 6 of the IFU states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines system controller alarms, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a chest computed tomography angiography and an echocardiogram on (B)(6) 2023, where mild mitral, tricuspid, aortic regurgitation were found. The right ventricle was mildly dilated with moderately reduced systolic function. The patient experienced fatigue, distended jugular veins, and gastrointestinal symptoms. The pulmonary arterial systolic pressure could not be estimated due to an inadequate tricuspid regurgitation jet. The patient had a left pleural effusion and very early pulmonary edema. On (B)(6) 2023, the patient had frequent low flow alarms despite medication changes. The patient was asymptomatic with low flow alarms. The patient's low-flow software was updated. The patient's diuretics were increased. The patient remained hospitalized.